Event description:
The facility reported an infusion pump with failure 570:320:844:0000. The event was reported to have occurred before use. No record of any pt incident involving the pump since the last baxter service event.